Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. It was also reported when the pump was turned on after being in storage mode, the fill estimate was inaccurate. The customer reported a blood glucose level of 176 (mg/dl) and delivered an injection. Troubleshooting to determine the source of occlusion with tandem technical support was declined. The cartridge was reloaded to resolve fill estimate issue and insulin was resumed.